Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm appeared while the device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Additionally, a ventilator inoperative error code indicating that the machine flow sensor drift above the specification was discovered in the event log. The technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time. Additional findings not related, the device's display board was replaced due to an issue that the event log cannot be acquired with service tool. The vanity cover assembly was replaced, due to the silver frame around the sound silence button was peeled off. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. The device's flow sensor was returned to the manufacturer's product investigation lab (pil) for further evaluation. The pil installed the trilogy evo flow sensor on the trilogy evo stb and ran therapy for approximately 1 hour and the flow sensor operates without issue, the ventilator inoperative error did not reoccur. The pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. The pil concluded that the flow sensor operates as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm appeared while the device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Additionally, a ventilator inoperative error code indicating that the machine flow sensor drift above the specification was discovered in the event log. The technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time. Additional findings not related, the device's display board was replaced due to an issue that the event log cannot be acquired with service tool. The vanity cover assembly was replaced, due to the silver frame around the sound silence button was peeled off. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.